Event description:
During the shift check, the autopulse platform (sn (B)(6) ) displayed the user advisory (ua) 17 (max motor on-time exceeded during active operation) error message in 30:2 compression mode. The customer tried to replace the autopulse li-ion battery but the error message persisted. No patient involvement.

Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6) ) displayed user advisory (ua) 17 (max motor on-time exceeded during active operation) error message was confirmed during the archive data review and initial functional testing. The root cause of the ua17 error message was determined to be due to the drive train motor brake assembly air gap being too wide (measured at 0.015") and out of the specification (0.008"). The brake gap issue is most likely attributed to wear and tear. A review of the archive data showed a ua17 error message, confirming the reported complaint. The autopulse platform failed initial functional testing due to the ua17 error message, confirming the reported complaint. The brake gap was adjusted within the specification to address the observed problem. Following the service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with (B)(6).